Event description:
It was reported that the piston on the pump was retracting outside of cartridge change on multiple occasions. The customer reverted to using an alternate pump for insulin therapy. There was no adverse impact on the customer's blood glucose level.